Event description:
Healthcare professional reported that the returned device was explanted, due to an alleged port leak.

Manufacturer narrative:
Taper ii. Analysis noted the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."